Event description:
It was reported that during the implant procedure, the physician experienced difficulty in advancing this left ventricular (lv) lead over the guidewire. The physician elected to exchange the lv lead to resolve the event and no adverse patient effects were reported. The lead was subsequently received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The reported field observation of insertion difficulty was not confirmed; the wire insertion test showed no blockage in lead lumen. Testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported insertion difficulties.